Event description:
The patient reported that the pump felt warm; the patient removed the battery and found that it was very hot. The patient confirmed that he was not burned. The patient reported that the battery compartment appeared to be clean with no rust or corrosion. The patient reported that the battery cap was replaced over a year ago. The patient reported that he found a hairline fracture in the casing of the pump near the battery compartment. The patient confirmed that the pump was not exposed to water.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was tested with an external power supply and is not drawing excessive current. There is one "low battery" warning and one "replace battery" alarm in the alarm history. Review of the black box shows no abnormal current draw on the reported event date. The pump cover was removed to inspect for internal moisture ingress, none was found. The power flex, battery connections and internal components were tested for intermitting conditions, no defects were found. Complaint regarding pump and battery overheating could not be duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.